Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead failed to extend fully despite multiple clockwise rotations and the rv lead fixation was not secured. The rv lead was not used and replaced. The patient remained stable throughout the procedure.